Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for an ischemic stroke. Computerized tomography (CT) revealed that the patient had minor cerebral hemorrhage on (B)(6) 2018. The patient was able to walk and speak under observation. It was further reported that the patient was taken off warfarin and aspirin and was administered heparin. The patient lost consciousness due to a massive hemorrhagic stroke in the left brain and pressure on the brain stem. The patient¿s family refused further medical intervention due to high risk conditions. The patient subsequently expired.